Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient faced difficulty removing the island hose from its anchor point, and the event occurred on (B)(6) 2026, after which the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.